Event description:
There was an allegation of questionable ureal urea/bun results for 1 patient sample on a cobas 8000 c702 module. The initial ureal result was 0.8 mmol/l. The customer was prompted to repeat the sample as the result did not match the patient's clinical picture. The sample was repeated and the repeat result was 4 or 5 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory. The exact repeat result was not provided.

Manufacturer narrative:
The field service engineer (fse) performed a full decontamination of the analyzer, replaced vacuum nozzles, adjusted the wash position, adjusted the gear pump head pressure, and checked and confirmed rinse and cuvette volumes. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue.